Event description:
It was reported by a company representative that a vns patient was not able to be successfully interrogated by his follow-up physician. The physician's programming system was successfully used on other vns patients. At the moment it is unknown if the patient's device has reached end of service as good faith attempts to obtain further information have been unsuccessful to date.